Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s registered nurse (rn) reported that a bloodline leaked immediately after the initiation of a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed due to a separation between the medication administration line and the venous chamber. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient injury or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with a new bloodline. The complaint device is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the disinfection, a leak was found on the venous chamber due a separation from the top cap to the bottom chamber. The complaint product sample was visually inspected and it was found that the top of the venous chamber was not assembled properly causing a separation. During the inspection with the microscope, it was found that there was no presence of solvent between assembly of the venous chamber and the top cap. The reported event was confirmed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Upon completion of the evaluation, the reported event was confirmed.

Event description:
A user facility¿s registered nurse (rn) reported that a bloodline leaked immediately after the initiation of a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed due to a separation between the medication administration line and the venous chamber. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient injury or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with a new bloodline. The complaint device is available to be returned to the manufacturer for physical evaluation.